Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had unstable thresholds. The lead had high increasing threshold causing loss of capture. The rv lead was repositioned until stable thresholds were established. The lead remains in use. No patient complications have been reported as a result of this event.